Event description:
It was later reported the date of onset of diagnosis of infection was (B)(6) 2012. It was stated the patient was administered perioperative antibiotics. It was noted the patient did not have meningitis and they had symptoms of redness, swelling, drainage and pain at their device pocket. A culture was obtained from the device pocket and the organism cultured was mrsa. The patient was treated with intravenous and oral antibiotics and the total device system was explanted. It was stated the infection resolved. It was noted that before implantation of the device the patient had diabetes, cancer and a debilitated status.

Manufacturer narrative:
Product ID: 3889-28, lot# v948368, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had to be explanted ¿about a month after it was implanted¿ because the patient had an infection. About 3 months prior to the report, the patient started having pain ¿going from up on the side of her neck and down the right side of her leg¿. The reporter indicated that the device was explanted but the patient thought the lead wire was still in her body. The patient had had x-rays and blood work done ¿which lead her to believe that this was because of the implantable neurostimulator (ins)¿. It was noted that the patient got ¿a new hip¿ a few years prior to the report and at first the patient's healthcare provider (hcp) thought the issue was because of the hip since the patient had pain on the lower right side too. The patient didn¿t think the hcp knew about the ins. Approximately two weeks later, it was reported that the infection was ¿bad¿ and ¿it was still so painful and hurt so much¿ in the patient¿s back. It was noted that the patient had (B)(6). The patient had already healed from the implant surgery when the infection occurred. ¿something wet¿ could reportedly be seen ¿on the back of the patient¿s pants¿ when that happened. It had reportedly been ¿2 inches deep¿. The patient had had ¿problems¿ ever since and ¿didn¿t know what to do¿. The patient wondered ¿if they left those wires inside¿. The patient had had x-rays done and it did not show the leads. However, the patient did not believe the wire would show up on an x-ray. ¿something¿ was ¿hurting the patient terrible¿. The patient was also getting pain on the right side of her stomach. It hurt the patient to walk. A week prior to the report, the patient had 2 hours of excruciating pain on ¿the other side¿. The reporter stated that the patient declined having another ins put "into her ankle".

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v948368, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was later reported the patient was still complaining about pain in their stomach area and thought the lead wire might not have been taken out. It was stated the patient reported throbbing, like there was still stimulation in the area. It was noted the patient was prescribed oxycodone but they still had pain when they walked or turned over in bed.